Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the first clip deployed fine, the second clip was half advanced into the jaws prior to firing then the third clip was advanced. Cant confirm if torquing or twisting of the device was present at the time of firing the level 2 rn did mention that the surgeon was firing blind over the cystic artery. On the second firing yes this is when the ligamax jammed. Noises heard on second & third firing when ligamax jammed with two clips in the jaws.

Manufacturer narrative:
(B)(4). Advancer, tissue stop. The analysis results of the device found that it was received with the tip of the advancer bent causing that the tissue stop loses its position and making the instrument non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, nine unformed clips inside the clips track were found. However, it could not be determined what may have caused this condition of the tip of the advancer. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip does not come out and also misfires. It was found out that the registrar fired the first firing unto the cystic artery (with no problem). Then she went to attempt the second firing, she was not looking where the distal end of the clip was and she was double firing the clips (3/4 of the firing) which resulted to double feed of clip. She withdrew the ligamax, and then handed to the scrub nurse, who basically pulled the handle apart and the moving handle opposite each other. To eject the jammed staples then he did a test fire for himself, and the fourth firing was complete and fine. He handed back to the surgeon and she jammed this again because she was not going - plastic to plastic (as per IFU). They put the ligamax down and opened another one to complete the case. There were no adverse consequences for the patient.